Event description:
As the surgeon tested the cutter prior to actual use on patient, cutter did not work. Surgeon requested another cutter which did work. It resulted in a momentary delay in the procedure resulted. There was no adverse patient event.======= reporter responsereporter indicated they did not have problems with the aggressive serrated cutter before. The cutter did not spin when connected. Operator error was not discarded as a possibility. The problem was narrowed to the aggressive serrated cutter only. No observable manufacturing problem was noted on the device or the accessories.